Manufacturer narrative:
The device and defib pads from the event were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a lack of patient preparation. The returned pads had skin and hair on the electrode and puck. The device log observed the fluctuation of valid to invalid patient impedance. The device passed all testing and was recertified for clinical use and returned to the customer. The pads were scrapped. Analysis of reports of this type has not identified an increase in trend. According to the x series operator guide (9650-002355-05 rev. G) on page 15-6 states "remove all clothing covering the patient's chest. Dry chest if necessary. If the patient has excessive chest hair, clip or shave it to ensure proper adhesion of the electrodes. Attach hands-free therapy electrodes according to instructions on the electrode packaging. Ensure that the therapy electrodes are making good contact with the patient's skin and are not covering any part of the ECG electrodes. Apply one edge of the pad securely to the patient. Roll the pad smoothly from the applied edge to the other, being careful not to trap any air pockets between the gel and skin."

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device's pacer output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.